Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was able to be connected to the pacemaker without issue. However, after the physician unscrewed the lead in an attempt to locate better positioning, the setscrew would not re-engage when attempting to reconnect the lead. A new implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.